Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to lab for an elective device replacement. X-ray of the system revealed that the right ventricular lead had a slight externalization of the conductor cable, proximal to the right ventricular coil. The lead remained implanted, as the lead was functioning correctly. The patient was in stable condition.